Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: during device analysis, it was revealed that the device has a kink at 13mm from the tip while in the neutral position. However, the device passed the curve dimensional test. In addition the rings #1 and #2 has broken adhesive and fluids under them. During functional inspection, the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed that the right and left curves are placed in the template shaded areas, the device passed the dimensional test. However, the device has a kink at the distal section. X ray analysis showed that the center support is kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19aug2015. It was reported that the device steering mechanism broke. A 7-110-2.5-8-8 n4 blazer prime® xp and a was selected to treat the target lesion. During procedure inside patient, it was noted that the device was unable to adjust the curve shape of the ablation catheter during procedure. No patient complications reported and the patient's status was good. However, device analysis revealed that the rings #1 and #2 has broken adhesive.